Event description:
It was reported that the 9900 system would not boot up, locked up and gave error message prior to a case. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The failure could not be duplicated. The computer boards were reseated and wiring connections tightened during the service call. The system was tested and found to be working as intended and put back into service.